Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal pd4 ambuflex and extraneal viaflex therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient was recovering.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 11j21h25 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 3 of 3 in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.